Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited undersensing along with loss of capture, during a recent clinical follow-up. The physician confirmed lead dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
During surgical intervention, the physician elected to replace the rv lead with a competitors active fixation lead type. No information communicated on the out of service rv lead. If new information is received, this event will be further updated.